Manufacturer narrative:
Manufactured february 17, 2016 - february 18, 2016. The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection confirmed that the purple coil was separated from the housing. The cause of the problem could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of a large volume folfusor was loose. The device was filled with flucloxacillin. This was identified during the inspection process at the compounding facility. There was no patient involvement. No additional information is available.